Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4) implanted: (B)(6) 2012, product type accessory product ID 8709 lot# serial# j12265r13 implanted: 2005-04-06 explanted: product type catheter (B)(4).

Event description:
It was reported that the patient¿s catheter segment was ¿in wrong¿ and spinal fluid was leaking which caused a pocket of fluid on the pump. The patient had surgery on (B)(6) 2015-to correct the issue. The daily dose was reduced from 85mcg/day to 54mcg/day prior to the surgery. Patient outcome was unavailable at the time of the report. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.